Event description:
During a preventive maintenance, the co rep observed the deflation knob broke off while checking the inflation/deflation augmentation signals, and the deflation timing was marginally out of spec.